Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 92 mg/dl at the time of the incident. Customer also stated insulin pump alarm battery out limit alarm. Customer performed self test and test result was no error. Customer states the contact on the battery cap was neither missing nor damage or nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.